Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was distressed by chest pain, shortness of breath, and a pleural effusion. The right ventricular (rv) lead exhibited high thresholds and had perforated the rv. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.